Manufacturer narrative:
(B)(4). D10: unk bs-apc; item#: unk; lot#: unk. Unk head; item#: unk; lot#: unk. Unk cup; item#: unk; lot#: unk. Unk stem; item#: unk; lot#: unk. G2: foreign - event occurred in switzerland. G2: literature - stark t, stoffel k, ilchmann t, gahl b, zwicky l, ochsner pe, clauss m. Long-term results of the burch-schneider antiprotrusio cage: a single-centre follow-up of 144 cases after a minimum of 5 years. Hip int. 2025 aug 18:11207000251362177. Doi: 10.1177/11207000251362177. Epub ahead of print. Pmid: 40820892. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 04-feb-2026 that reported a long-term study from switzerland. The purpose of the study was to investigate survival and radiological results for revision total hip arthroplasty with the bs-apc in patients with major bone deficiency (55% aaos defect grade 3, 39% grade 4) who had a minimum follow-up of 5 years (mean 10.2 years). The study reviewed 144 revision cases in 140 patients between october 1988 and june 2012. The revisions were being performed due to aseptic loosening (74), infection (50), and other reasons (20). Each case was implanted with a burch-schneider antiprotrusio cage (bs-apc), using a transgluteal hardinge approach. Screw fixation started with 6.5mm cancellous bone screws from inside the cage directed toward the iliosacral joint, centering the cage inside the acetabulum, compressing the graft, and promoting angular stability after cementing. The proximal flange was fixed to the iliac bone sidewall with two to four 6.5mm cancellous screws. The polyethylene cups (139 cases) were fixed with bone cement (palacos r+g, heraeus) at angles of 40¿45° inclination and 15° anteversion, without the use of jet lavage or cement pressurizing before cup insertion. A stem revision was performed in 80 cases. Autologous grafts were used to fill weight-bearing defects, while deep-frozen allografts (82 bone graft cases in total) were applied in non-weight-bearing areas or elderly patients; a cement pillar (12 cases) was added craniomedially for enhanced primary stability. The study population had a mean age of 72.3 years at time of surgery (range, 21.6-93.5); (66 males/74 females). Follow-up was conducted at 1, 2, 5 years, and every 5 years thereafter, with a mean of 10.2 years (range, 5-23.4 years). The literature reported one patient underwent a re-revision of the bs-apc 11.39 years post-operatively due to aseptic loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g2, g3, g6, h2, h6, h10, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history was not possible due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.